Event description:
It was reported that the hand piece gears are stuck. No case involved. The results of the investigation have concluded that the torque value found is higher than the torque nominal value, which makes it a reportable event.

Manufacturer narrative:
H10: the device, intended for use in treatment, was returned for evaluation. The functional inspection of the returned handpiece found that the handpiece motor required higher than normal torque to move. This is indicative of a motor issue. The DHR was reviewed and the reported product met manufacturing specifications prior to be released for distribution. A complaint history review found similar complaints of the reported issues and it will continue to be monitored. The relationship of the device and the reported event has been established. Typically, we have seen that the motor will break free and become operable after a second or third characterization test. The root cause of the reported event was due to mechanical component failure. We are unsure of what causes the higher torque, but at this time the engineering team is working to resolve it and a corrective action has been opened.